Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for needle clog & bent npe. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for needle clog & bent npe. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced difficult operation or not working/functioning. Product defect was noted during use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. Verbatim: consumer purchases 30 pen needles at a time. Using with insulin. Finding the non patient end is bent after flow check attempts and needle not working. Discards the pen needles. When the customer tries to push the insulin through the needle (bd nano 4 mm 32 gauge needles), nothing comes out. Needle looks bent inside the cap. This happens before the product is used. This has happened a couple of times last month (may) and a couple of times this month (june). Lot number unknown. The customer does not have any samples for return. Customer did not provide any further details.